Manufacturer narrative:
Unit passed displacement test and self test. Hardware low level failures was present in the pump trace download due to broken trace at u1 pin 1/vdd on keypad assembly. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing. During inspection found electronic stack, motor and force sensor moisture damaged. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had hardware low level failure. The customer¿s blood glucose level was 15, 4 mmol/l. The customer was treated with the insulin pump. Customer was able to successfully clear the alarm. The customer reported that the self rest was performed and during self test the pump error was occurred. The troubleshooting was performed for pump error and declined for high blood glucose. Advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a backup plan. The insulin pump will be returned for analysis.